Event description:
It was reported that during a laparoscopic hysterectomy procedure, the white tissue pad fell off of the tissue pad. It is unknown how case was completed. There were no patient consequences. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information received: the white pad did not fall into patient. It remained attached to jaws but split. Based on additional information received, this file in not reportable per FDA defined criteria of a reportable event.